Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited high pressure alarm. The patient reported that the pump was inspected the tubing, and cassette but could not find the issue. Subsequently, the patient switched the cassette and tubing to backup pump and no alarm displayed. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.